Event description:
It was reported to philips that system was unable to make x-ray. The patient was moved to another room to complete the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was performed when the issue happened. The procedure was completed by moving the patient to other room with a delay of less than 20 mins. A philips field service engineer (fse) visited the site and confirmed that reported problems. After reviewing the log file, fse found multiple errors relating to communication issues with flat detector controller. To resolve the problem, fse replaced flat detector controller and reloaded flat detector controller software and return the part for further analysis, but no failure found. After replacement of flat detector controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.